Event description:
On 9/9/99, during follow-up testing, four external shocks and heart massage were necessary to recover pt because the device did not deliver therapy. After this event, the device was found in reset mode and all electrograms were lost. On 9/14/99, the ICD again did not deliver therapy. Noise can be observed on stored electrograms. In 1999, during the explant procedure, the device was programmed for brady pacing. A capacitor maintenance testing was performed and unexpected energy was deliveryed to the pt which induced fibrillation. The entire system was explanted.